Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter would not turn on by pressing the power button. In addition, the patient also stated that the ¿print on the control range is too small¿ and there was a sample draw issue. These complaints were classified based on additional information obtained during a follow up call with the patient performed by the customer care advocate (cca). The patient stated that the alleged issues started at 6:30am on 04/09/2015. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient stated that they ate more food and/or drink all day on (B)(6) 2015 in response to these alleged issues. 3 days after these issues allegedly began the patient experienced symptoms of ¿tired, extreme dry mouth, sleeping a lot and urination every hour¿. In response to these symptoms the patient self-treated by taking an additional 30 units of lantus insulin an unknown period of time later. No other device was used to measure the patient¿s blood glucose levels during this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the issues could not be resolved with training. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to measure their blood glucose on the subject meter and as a result suffered symptoms which are suggestive of serious injury after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.